Event description:
Report received of an independent rate change. A pt in the pacu had an unspecified epidural narcotic infusion at a programmed rate of 10ml/hr. The pump was later found to be infusing at 200ml/hr. The amount of time the pump rate was at 200ml/hour was not known by the report source. When the nurse discovered the change in the rate the stopped the pump. It was reported that the pt did not experience any adverse effects. Though requested no further info was available.